Event description:
It was reported before the treatment began that an attempt was made to insert the intra aortic balloon (iab) therapy, but there was strong resistance when passing the guide wire, making it difficult to push it upward smoothly. Concerns about the impact of resistance on the balloon led to the suspension of the insertion. By opening and using a new item, the procedure was completed without any problems. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, b5, b6, b7, b8, d4 (lot #, exp. Date, unique identifier (UDI) #), d5, d9 (device available for eval), d10, e1 (initial reporter, event site email), e2, e3, e4, g2, g3, g6, h2, h3, h4 (manufacture date), h6 (type of investigation, investigation findings, investigation conclusions, health effect ¿ impact codes), h11. Corrected fields: h8 (usage of device). No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Manufacturer narrative:
Due to character limit in e1: initial reporter: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint ID #: (B)(4).

Event description:
It was reported that during intra-aortic balloon therapy (iab), an attempt was made to insert the balloon, but there was strong resistance when passing the guide wire, making it difficult to push it upward smoothly. Concerns about the impact of resistance on the balloon led to the suspension of the insertion. By opening and using a new item, the procedure was completed without any problems. There was no risk to the patient's health.